Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. The delivery device was returned outside the loading device. The seal and tension spring assembly remained inside the loading device. The slide lock on the delivery device was disengaged and the plunger fully depressed. The following measurements were taken; the inner delivery tube diameter was measured as .198 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was not confirmed. The investigation was confirmed for "premature deployment. The most probable cause of the analyzed failure is disengaging the slide lock before loading the seal in the delivery device. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.